Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on 9-22 electrodes. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.